Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan alleging that a one touch ultra 2 meter would not power on. The pt indicated that the alleged issue started on (B) (6) 2010, during the morning time. Nine days after the alleged issue began, the pt claimed that she developed symptoms of weakness, sweating, thirstiness, going to the bathroom frequently, and palpitations. The pt denied receiving treatment because of the alleged issue. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
The lay user/pt's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional info is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.